Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger .product ID: 97740, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). Analysis of the recharger  37751 sn# (B)(4) found evidence of corrosion with the recharger.  If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the charger was not working, the recharger will not charge, and would not power up. According to the patient, the dtc was intact and secure when plugged in and the green light comes on, but the implantable neurostimulator recharger (insr) does not power on. The insr was not making sounds. In addition it was reported that the implantable neurostimulator (ins) was depleted and the patient was in so much pain at the moment. Also, the programmer was not communicating. A insr was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.